Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After the procedure, it was noted that the ventricular lp failed to capture. The lp had dislodged and travelled to the right atrium. The lp was explanted and replaced. The patient was stable.